Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical tip on the vasoview 7 xb dissection tip cracked allowing blood to enter it and disrupting the field of vision and delaying completion of case. The harvester was able to clean out the tip with a small qtip and finish. The case was delayed for 20 mins trying to clean. The harvester had to stop working on the lower leg temporarily, complete the thigh branch bisection, then turn around again to re-attempt to dissect out the lower leg. By that time the area of bleeding had slowed down so he did not get blood in the conical tip again. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).